Event description:
It was reported during implant no egms and no markers were observed. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of blank real time electrograms and no marker channel was confirmed in the laboratory. Analysis of the device found that a corruption within the firmware introduced crc errors into the data packets containing the real-time electrogram and marker info. The device was tested on the bench and the device function was normal. The data packets with these crc errors are then rejected by the programmer, resulting in a blank real-time electrogram screen.